Event description:
Patient experienced swelling within 24 hours of procedure, no infection was observed. The patient received antibiotics, pain medication and mouthwash. The symptoms subsided within 1 week.